Event description:
Additional information received indicated that the hemorrhage was resolved as of (B)(6) 2019.

Event description:
It was reported that during an ablation procedure, the patient experienced a bleed. This bleeding occurred pre-biopsy but post-drilling of the burr hole. The physician continued to irrigate the bleed but no other intervention was performed. The case was then aborted.